Manufacturer narrative:
(B)(4). Insulin pump received with partial display due to cracked lcd glass. Insulin pump passed displacement test. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen and backside was crashed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.